Manufacturer narrative:
Investigation results: the device was not provided for investigation. Therefore a investigation of the device itself was not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Based on the quality standard we exclude a material or manufacturing related error. A handling related error cannot be excluded. We assume a usage-related error. Based on the investigations and results of the 8d report no CAPA is necessary.

Manufacturer narrative:
Additional information received: age and gender. Updated a2 and a3.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with retraction grasper, as per information received via mw5094977. It was reported that the tip of the laparoscopic device broke off in the patient's abdomen. An additional medical intervention was necessary. The piece was retrieved and there was no injury to the patient. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).